Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed.the keypad buttons responded to button presses as expected. There was no evidence of keypad damage or contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that a few months ago the patient noticed that the keypad buttons were intermittently unresponsive. The reporter stated that there was no trauma or water exposure to the pump. The patient reportedly wore the pump in a fanny pack and did not clean the pump. This report is made based on the allegation of the keypad response issue.